Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: infection: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Event description:
The user facility reported an impella cp in a 69-year-old male patient for st-elevation myocardial infarction support. Successful percutaneous coronary intervention of lm and right coronary artery with stents x2. Sheath exchanged. Groin is clean dry and intact.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.